Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed. The pod generated an 0x18 empty reservoir alarm, which was confirmed during the investigation. After investigation of the needle mechanism, no issues were found that would result in cannula failing to deploy. The device ran for 3835 pulses before being deactivated. Fluid was able to flow through the fluid path without signs of struggle, although the exposed portion of the soft cannula was found to be bent. It cannot be determined when or how this damage occurred. No other damages or manufacturing deficiencies were found during the investigation.